Event description:
A malfunction on the pump was reported by the customer, with the caller noting that no notable events preceded the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller by providing pump reset information, and after resetting the pump, no recurrence of the malfunction code was noted. The caller was advised to continue using the pump and to contact support if any further malfunctions occurred.